Event description:
It was further reported that the 2.75 x 20mm promus element was implanted distal in the lesion and the 2.75 x 24mm promus element was implanted proximal in the lesion. The atlantis catheter got bumped into 2.75 x 24mm promus element. Post-dilation was performed four times on the implanted stents. There were no issues with the implanted stents' condition.

Manufacturer narrative:
Describe event or problem, device lot number, device expiration date, device manufactured date, catalog/model #: updated. Upn and upn-search corrected from unk634 to h7493911324270. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous left anterior descending artery. Following predilatation with an 2.0 x 20 mm apex balloon, ivus was performed. Two stents, a 2.75 x 24 mm promus element and a 2.75 x 20 mm promus element, were then implanted from distal to proximal in the target lesion. The atlantis sr pro2 imaging catheter was introduced for post ivus and 'bumped into' the proximal edge of one of the promus element stents. The imaging catheter crossed the stent but after pullback, stent deformation was noted. Because the lesion was no longer adequately covered, a non-bsc stent was implanted to complete the procedure. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is caused by other device as another device/drug/subsequent procedure caused the complaint. (B)(4).